Event description:
During an implant procedure, when attempting to insert the stylet into the right atrial (ra) lead, the stylet was unable to advance. The ra lead was exchanged to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of failure to advance stylet was confirmed. As received, a complete lead was returned in one piece. Stylet insertion test found obstruction/restriction at the proximal region of the lead. After cutting the lead at stylet obstruction/restriction region to examine the condition of the inner coil, the inner coil was found to be clogged with blood/body fluids. The cause of the reported event of failure to advance stylet was isolated to the inner coil clogged with blood/body fluids.